Event description:
On (B)(6) 2012 - consumer states that while brushing his teeth, the toothbrush chipped his tooth.

Manufacturer narrative:
On (B)(4) 2012 - spoke with the consumer and he indicated about 6 months ago, he was brushing his teeth and the unit got loud. The brush head was down as far as it could go, but it became very loose and vibrated loud, went to rinse out his mouth and there was a small chip of his tooth that came out. Consumer states that he had a dentist appointment and he showed them the toothbrush. The dentist gave him the number to call philips. The consumer stated that the chip was not major, they ground it and filled it (no cap necessary). Consumer stated that he was not charged for the repair. Product was requested to be sent back for eval and a replacement was sent. A return label was sent to the consumer for shipping of the device. On (B)(4) 2012 - handle received in used condition. The upper shaft feels very loose and can be moved around in all directions. Unit was found to have a loose set screw. Dfu important safeguard warnings state to discontinue use if this product appears damaged in any way.